Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause and treatment for peritonitis were not reported. It was not reported, if the patient was hospitalized for the event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by cloudy peritoneal effluent and abdominal pain. The cause of peritonitis was exit site infection. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with firstcin (dose, frequency and route not reported) for the event of peritonitis. The patient was discharged from the hospital after seven days. The patient recovered after seven days of the onset of the peritonitis event. The pd therapy was ongoing. Should additional relevant information become available, a follow up report will be submitted.